Manufacturer narrative:
At this time no revision surgery is scheduled. Should additional information be provided, this report shall be updated.

Event description:
It was reported that the patient underwent left total knee arthroplasty on (B)(6) 2009. It was also reported that the patient experiences pain.